Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The reported problem (skin irritation) was confirmed. A us distributor reported that a (B)(6) patient had a skin irritation from the lifevest. The patient reported that he saw his doctor and received a zinc cream for the irritation. During a follow up, the patient reported that the irritation had improved.